Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine it s root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that the cannula wasn't properly inserted, and was "minimally inserted" at the infusion site. Her blood glucose rose to 270 mg/dl before the pod was removed.